Manufacturer narrative:
All buttons functioned properly. However, moisture damage was found on the keypad traces. No ramping numbers on their own or scrolling bar moving anomaly was noted. Unable to prime during the prime test due to a faulty force sensor resistor. No gap between the motor and reservoir was noted. Unable to perform the basic occlusion, occlusion and excessive no delivery alarms due to the prime/fill anomaly. The pump passed the self test and unexpected restart test and all operating currents were normal. The pump was received with minor scratches on the display window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump squirted out insulin during the manual prime, and then would not rewind. The blood glucose reading was 392 mg/dl. No alarms were noted for a compromised force sensor system and the customer noted that the top of the reservoir and tubing connector were not wet prior to connecting. The drive support cap appeared normal. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.